Event description:
It was reported that this right atrial (ra) lead exhibited an issue which required an extraction and in the process of extraction, this ra lead broke. This ra lead was surgically abandoned. No additional adverse patient effects were reported.